Event description:
Customer medco - reported quality issues with the woundpro mini stingray. (P/n 0810, lot 1608); the stingray polymer connector had visible "cracking". After one product in use exhibited a leak, the products (10 units each per case, 40 units total) were eaxmanined outside clinical use to assess others which may have any visble defects. Approximately 10 of the 40 units were suspect of potential issue and were discarded and replaced by pensar. The leak of the clinical use component did not prevent or therepy, but a dressing change was completed to eliminate any potential issue. Devices were not returned. No patient harm or event was reported. Conservative determination: MDR reportable

Manufacturer narrative:
Pensar attempted to obtain the omitted information 1. Patient information a1-a6. 2. B6 relevant test labs - n/a. 3. B7 other relevant history -n/a. 4. D10 date of concomitant therapy - unkknown. The "stingray" connector that adapts the hose to the dressing was noted to be cracking on some product. Product is supplied as 10 each per case. Customer evaluated all product on hand and found approximately 10 of 40 that had potential visible effects, though they were not tested to confirm any loss of performance beyond visual inspection.product was not returned for evaluation, additional product provided to the distributor/user as replacement. This report is being submitted based on re-evaulation of reportability requirements per pensar CAPA 46.